Manufacturer narrative:
Based on the information available at this time, it cannot be determined to what degree if any the sorbafix device may have caused or contributed to the reported event. A review of the manufacturing records for the reported product code and lot number revealed that there were no discrepancies during manufacture. Reportedly, the sorbafix device is being returned for evaluation, however, at this time davol has not received the device. If/when davol does receive the sample device, a supplemental MDR will be submitted. Addendum: the sorbafix fixation device was returned for evaluation. It was found to be in an out of synchronization condition. An out of synchronization condition is not indicative of a manufacturing condition. During inner component evaluation, no damage or manufacturing issues were noted. In its as received condition, no definitive root cause could be identified; however, the most likely cause is an event occurring during user / device interface resulting in the out sync components found. The IFU instructs the user to "place the tip of the sorbafix ¿ absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counter-pressure. Adjust angle and counter-pressure appropriately." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when activating the sorbafix fixation device, the fasteners did not come out with enough force to penetrate the tissue. Due to this, the procedure was converted to an open procedure to place the mesh they had programmed for the surgical procedure.

Manufacturer narrative:
Based on the information available at this time, it cannot be determined to what degree if any the sorbafix device may have caused or contributed to the reported event. A review of the manufacturing records for the reported product code and lot number revealed that there were no discrepancies during manufacture. Reportedly, the sorbafix device is being returned for evaluation, however, at this time davol has not received the device. If/when davol does receive the sample device, a supplemental MDR will be submitted.

Event description:
It was reported that when activating the sorbafix fixation device, the fasteners did not come out with enough force to penetrate the tissue. Due to this, the procedure was converted to an open procedure to place the mesh they had programmed for the surgical procedure.